Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient had no reported symptoms.

Event description:
It has been reported that patient went into hospice care due to unrelated kidney failure and will not have the device replaced.